Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving morphine (unknown) via an implantable infusion pump. The indications for use were noted as non-malignant pain and chronic low back pain. It was reported that the patient thought the pump was leaking. The patient was acting over-medicated on (B)(6) 2015. The reporter was redirected to their healthcare provider (hcp). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.